Event description:
Pt had bilateral mastectomy on (B)(6) 2013 with placement of bilateral tissue expanders. On (B)(6) 2013, the pt required a surgical procedure to remove and replace the right breast ruptured/deflated expander.